Manufacturer narrative:
G4: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a foreign body was discovered inside the packaging of the 'aurous centimeter vessel sizing catheter'. The issue was noted during device inspection within a distribution facility, therefore, there is no patient involvement.

Manufacturer narrative:
Summary of event: it was reported that a foreign body was discovered inside the packaging of the 'aurous centimeter vessel sizing catheter'. The issue was noted during device inspection within a distribution facility, therefore, there is no patient involvement. Corrected information: d4 = UDI. Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, photos were provided, which show foreign matter within the sealed package. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformance's on the lot. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of device photos suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of additional non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a quality control deficiency contributed to this event. Responsible personnel were notified. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.